Event description:
Found by physio-control during contract inspection/repair. The print and energy selector switches were inoperative and the charge button would not charge the defibrillator. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control replaced the standard paddles and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.